Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure the physician had completed the patient's right side. The first side was placed to the midline marker and in line with the urethra. The physician was anchoring the patient's left side and it dislodged from the tissue after the trocar was removed. The physician removed the sling and completed the procedure with a different sling (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it was disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.